Event description:
It was reported that the patient overtreating hypoglycemia with chocolate led to hyperglycemia over 400 mg/dl, with a fingerstick of 390 mg/dl, and the patient administered subcutaneous insulin via an external pen to treat the high glucose; troubleshooting and education were provided, and the device component was not applicable. Symptoms included hyperglycemia. Outcomes included serious illness/impairment and an unexpected medical intervention in the form of medication. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem, and an improper or incorrect procedure or method by the user. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.